Manufacturer narrative:
The device is in like new condition. T1, t2 and suture are still attached in location to the delivery needle. Functional test indicates that the actuator functioned and repeated deployment function normally. The system cycled and deployed t1, followed by t2 as intended. No functional problem was found with the device returned. Visually there is an approximate 5.0mm section of the suture that appears to have gotten snagged which caused a loosened knit in a small section of the suture. Once t1, t2 and suture were freed from the needle a tug on each end of the suture tightened the section to normal knit again. It is unknown what could have caused the snag in the suture. There are no related complaints for this manufacturing lot. No further investigation is warranted.

Event description:
It was reported that the sutures were balled up and frayed out of the box. The pre-tied knot would not slide and cinch down after the implants were deployed. The second one looked the same out of the box, this one is coming back.